Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "the tube was broken prior to opening package. After the blood was drawn it started leaking." A hole was located in the tubing."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 29-apr-2022. H6: investigation summary bd received 1 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for damaged tubing was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for damaged tubing with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged tubing. Bd determined that the root cause of the indicated failure mode was attributed to the manufacturing process.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "the tube was broken prior to opening package. After the blood was drawn it started leaking." A hole was located in the tubing."